Manufacturer narrative:
The customer used rack adapters. The customer performed precision testing. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys afp assay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial afp result was 7.68 with a repeat result of 43.36. The units of measurement have been requested but not yet provided. The result in question was not reported outside of the laboratory. The afp reagent lot information was requested but has not been provided.

Manufacturer narrative:
The customer indicated that the issue did not reoccur. The investigation did not identify a product problem. The cause of the event could not be determined.